Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out of range pacing impedance measurements on the right atrial (ra) channel. Additionally, a stored signal artifact monitor (sam) episode showed oversensed minute ventilation (mv) chop. Technical services (ts) noted that the ra impedance had been variable in the 500-600 ohms range over the past year and no out of range measurements were noted before the sam episode. Technical services (ts) recommended different testing configurations to avoid noisy signals. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out of range pacing impedance measurements on the right atrial (ra) channel. Additionally, a stored signal artifact monitor (sam) episode showed oversensed minute ventilation (mv) chop. Technical services (ts) noted that the ra impedance had been variable in the 500-600 ohms range over the past year and no out of range measurements were noted before the sam episode. Technical services (ts) recommended different testing configurations to avoid noisy signals. No adverse patient effects were reported. This pacemaker remains in service. At a later date, this device was explanted due to the previously mentioned issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 3 (device evaluation): upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Update based on laboratory analysis results, boston scientific determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the nature of incident field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out of range pacing impedance measurements on the right atrial (ra) channel. Additionally, a stored signal artifact monitor (sam) episode showed oversensed minute ventilation (mv) chop. Technical services (ts) noted that the ra impedance had been variable in the 500-600 ohms range over the past year and no out of range measurements were noted before the sam episode. Technical services (ts) recommended different testing configurations to avoid noisy signals. No adverse patient effects were reported. This pacemaker remains in service. At a later date, this device was explanted due to the previously mentioned issues. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out of range pacing impedance measurements on the right atrial (ra) channel. Additionally, a stored signal artifact monitor (sam) episode showed oversensed minute ventilation (mv) chop. Technical services (ts) noted that the ra impedance had been variable in the 500-600 ohms range over the past year and no out of range measurements were noted before the sam episode. Technical services (ts) recommended different testing configurations to avoid noisy signals. No adverse patient effects were reported. This pacemaker remains in service.